Event description:
The patient was doing yard work and felt miserable the next day. The patient experienced fatigue, nausea, and increased rigidity and spasticity. The patient was seen in clinic. A critical alarm, due to 0 ml reservoir volume being reached was heard and confirmed by telemetry. A computerized tomography scan revealed that the intrathecal catheter has migrated. The catheter was explanted and revised in 2009. The patient's rigidity and spasticity improved. The hcp reported the patient outcome as "recovered without sequela."